Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pressure') and sepsis ('sepsis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), dysmenorrhoea ("cramping during periods") and vaginal fistula ("vaginal fistula") and was found to have vitamin d decreased ("vitamin d low") and blood potassium decreased ("potassium low"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered blood potassium decreased, dysmenorrhoea, pelvic pain, sepsis, vaginal fistula and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received :event pelvic pain, vitamin d low, potassium low, sepsis, vaginal fistula, dysmenorrhea added, reporters was added. Follow up 2, 3, 4 processed together. Reporters added. Event adverse event nos updated to pelvic pain. On 20-mar-2020: follow up 2, 3, 4 processed together. On 20-mar-2020: follow up 2, 3, 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.